Event description:
A report was received that the patient was experiencing a new non-device related medical condition, which involved pain and the loss of mobility in her left leg. The patient will be going to a new facility for further assessment.